Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation results: the electrodes were returned to a zoll approved service provider and the customer's report was observed and duplicated during initial testing. However, root cause evaluation will be performed once the electrodes are received at zoll medical corporation. A replacement set of electrodes were sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.